Event description:
It was reported that multiple malfunction alarms occurred intermittently. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.